Manufacturer narrative:
One fluid warmer was received for evaluation. Visual inspection of the device found the power switch to be defective, enclosure cracked at drain fitting, both covers were cracked, interlock block was stripped and line cord was worn. The device tank was filled with water and device was powered on. Functional testing confirmed the reported customer complaint as there was a damaged/defective power switch. The problem source has been determined to be unknown.

Event description:
Information was received that device had no power. No adverse effects reported.